Manufacturer narrative:
The intraocular lens (iol) was received for analysis and inspected under 10x magnification. The iol was cut in half across the optic with one broken haptic. Prior to release the lens met all manufacturing specifications. The cause of the damage to the haptic is undeterminable but does not appear to be related to the manufacturing process. All information available is contained in this report.

Event description:
It was reported that during insertion of the intraocular lens into the patient's eye the haptic broke. The incision was enlarged to remove the implanted lens, another lens was successfully implanted. One stitch was taken to close the incision. Account reported there was no patient injury.